Event description:
A malfunction alarm was reported by the customer, indicating malfunction code 0 with a fault ID of 0x277d. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, and assisted the customer in resetting the pump, successfully resolving the issue, with no recurrence reported. Customer was advised to continue using the pump and to report if the malfunction code reappears, and they acknowledged and understood the instructions.